Event description:
Customer used the device to check blood glucose. Obtained a result of "hi". Dosed 55 units of insulin. Family member took them to the hospital and glucose was 22 mg/dl. Was treated with an IV and sent home three hours later when glucose was 103 mg/dl. Level "1" and level "2" controls were run on the system and both controls were in range. The device was replaced and requested to be returned for evaluation.